Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch issue, plunger case and bottom case issue and had bad power cord retainer. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners chipped and cracked, a crack on bottom of the case by l-bracket, right plunger case, and the battery door and ac cord retainer were broken. The top case is sitting crooked on bottom case and not fully closed. A review of the event history log (ehl) identified travel reverse error - check clutch/plunger lever. During the functional testing was unable to duplicate the check clutch error. The physical damage was verified during inspection. The root cause of the customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The root cause of the physical damage was customer induced. Replaced lead screw, clutch spring and both clutch halves as a preventative measure. Replaced top case, bottom case, right plunger case and cord retainer. Performed occlusion test, preventative maintenance and all functional tests which passed.